Event description:
It was reported that the patient came to the clinic with a heart rate of 100 beats per minute (bpm). The device was reprogrammed to turn rate response off and to change the mode to ddd; but the patient continued to pace at 100 bpm. The patient was then programmed to vvi mode and the patient's intrinsic rhythm was observed. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient came to the clinic with a heart rate of 100 beats per minute (bpm). The device was reprogrammed to turn rate response off and to change the mode to ddd; but the patient continued to pace at 100 bpm. The patient was then programmed to vvi mode and the patient's intrinsic rhythm was observed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.